Manufacturer narrative:
H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in united states. Livanova initiated an investgation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system showed the error code e17, indicating a pump was not working. The event occurred during procedure. There is no patient impact.